Event description:
The customer reported to customer svc that her pump in style transformer housing fell apart, indicating a breach, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made to the cause of the event. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time.